Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 she performed a test using her adc blood glucose meter and received a reading of 112 mg/dl, which was higher than subsequent readings obtained at a hospital. It was further reported that at the time when the reading was obtained customer was "not feeling well, was delirious, could not dress herself, walk or talk", so her sisters rushed her to a hospital. The customer noted that during her transit to the hospital she was in and out of consciousness. At the hospital an initial reading of 40 mg/dl was received on a hospital meter, but then it dropped to 29 mg/dl. Customer was diagnosed with hypoglycemia and treated with an unspecified intravenous infusion in addition to being giving "a lot of sugar water" and juice to drink. Customer was hospitalized for two days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.